Event description:
Initial result for a patient estradiol was 79.73. When repeated, the result was 5495. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.